Event description:
Patient who presented to the plastic surgery clinic after having experienced a rupture of an implant that had been put in many years prior at an outside institution. She was desirous of an operation to restore symmetry as she is currently much more ptotic and less projected on the right than on the left side. We discussed the possibility of removal and replacement of the implant, but the patient feels at this time in her life, she is more interested in having both implants removed.